Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. Unable to verify motor error alarm and excessive no delivery alarm due to no button response. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there is damage to the insulin pump. Customer stated that he dropped his pump on the concrete and there is a crack in the casing of the pump near the up and down arrows. Customer's blood glucose reading was 288 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.